Event description:
It was reported one of patient's leads had high impedances and patient's therapy was auto reduced. Investigation was unable to identify which lead attributed to the issue. Surgical intervention was undertaken wherein both leads were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: n/a, batch: 4942217.